Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon performed a revision due to an infected right hip. The patient had a zimmer stem and head in situ, and a depuy cup and liner (details unknown). In this operation, the enduron liner and duraloc locking ring were removed and replaced by zimmer products. The depuy acetabular cup was not removed. Exact date and surgeon of the original operation is unknown, but the stem and head were revised to zimmer implants in late 2000 following a fracture (exact date unknown). The surgeon was unable to provide further details.

Event description:
Please indicate where the fractured occurred? Was it the on the implant or bone? Answer: due to the presence of cables around the femur, it appears that the fracture in 2000 was the femoral bone.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: it is reasonable there was no error in the manufacturing, sterile processing or material of this product/lot combination that would be a contributing factor in the reported allegations. A manufacturing records evaluation (mre) was not performed.